Event description:
It was reported that this lead was implanted in the septum for left bundle branch (lbb) pacing. Following the implant procedure, the patient coded. Pacing then a flatline was noted on telemetry monitoring. Chest compressions were administered. This lead was noted to have dislodged out of the septum. Surgical intervention was then undertaken. This lead was explanted and replaced. The patient was noted to have regained consciousness. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).